Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The main keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use . The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had a sensitive ¿energy select¿ button. Upon evaluation of the device, the third party service agent observed that the charge button was stuck in the on position. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Initial medwatch report indicates: a third party service agent contacted physio-control to report that a customer¿s device had a sensitive ¿energy select¿ button. Upon evaluation of the device, the third party service agent observed that the charge button was stuck in the on position. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event. Initial medwatch report should indicate: a third party service agent contacted physio-control to report that a customer¿s device had a sensitive ¿energy select¿ button. Upon evaluation of the device, physio-control observed that the charge button was stuck in the on position. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event. Initial medwatch report indicates: product available to stryker: no. Returned to manufacturer on: blank. The initial medwatch report should indicate: product available to stryker: field. Returned to manufacturer on: 07/20/2018. The initial medwatch report indicates: device evaluated by mfg: no. Reason for no evaluation: other. Reason code ¿ other: device not evaluated by manufacturer. The initial medwatch report should indicate: device evaluated by mfg: yes. Reason for no evaluation: blank. Reason code: other: blank. The initial medwatch report indicates: (B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The main keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use . The initial medwatch report should indicate: (B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The main keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device had a sensitive ¿energy select¿ button. Upon evaluation of the device, physio-control observed that the charge button was stuck in the on position. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.